Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that at 65,500 joules while using the surgical fiber during a prostate procedure, the aiming beam was observed to be firing straight forward and at 90 degrees. The fiber was reported to have initially been working correctly and the "bladder was not damaged".the procedure was completed using a second surgical fiber.outcome: "no patient injury".gland volume: 105 ml.time expended: 8 minutes.